Event description:
Patient was here for egd/dilation. Physician was using a conmed reusable guidewire. It was the first use out of the package. When removed, staff noticed the tip had broken off in the patient. Another scope was inserted and the foreign body was able to be removed. FDA safety report ID # (B)(4).